Event description:
The recipient reportedly experienced an allergic reaction to the device. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
The recipient is reportedly healed.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revisions surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). The recipient reportedly experienced intermittent swelling. The recipient was believed to have experienced a possible allergic reaction. The recipient elected for revision surgery. This is the final report.